Event description:
Event description guidant received information that this implantable lead exhibited an increased pacing impedance of >3000 ohms, and an increased shocking impedance of >125 ohms. As these measurements indicate a lead fracture, the physician elected to explant and replace this lead with a similar guidant lead. This lead had been in service for approximately 5 years. There have been no symptoms associated with the clinical observation reported.